Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The sensor was inserted in to the abdomen on (B)(6) 2017. The patient¿s mother stated that the patient had a failed sensor. The patient¿s mother stated that the patient left the sensor in because she did not know that she had to change the sensor after it had failed. On (B)(6) 2017, the patient experienced a hypoglycemic event, had a seizure and was taken to the hospital. It was indicated that the patient was treated with insulin and stayed in the hospital until (B)(6) 2017. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data was received for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.